Manufacturer narrative:
Device was received with a blank display, problem isolated to electrical board. No components burned during visual inspection noted. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify buttons keypad anomaly, device heat up due to blank display. Unable to confirm battery cap burn/damage due to battery cap not come with device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was overheating, after pressing the button it was not responding. Battery compartment was burnt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.